Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump received compromised force sensor system alert and drive support cap was protruded. The customer¿s blood glucose level was 128 mg/dl at the time of incident. The customer reported that while changing reservoir and during fill tubing insulin pump was spraying out insulin and then gave the compromised force sensor system alarm and insulin was squirting out during the manual prime process. The insulin pump will not be returned for analysis.